Manufacturer narrative:
Recall: 1627487-07262012-002-r. The ipg serial number was included in the field advisory. Investigation results will be provided in the final report. .

Event description:
It is reported that the patient lost therapy approximately a year ago. Reportedly, the ipg was unable to communicate with the external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that patient did not recharge the ipg for more than a year. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Therapy was restored postoperatively.